Event description:
Pt had previous bi-v ICD implanted but experienced insulation failure with the leads. A new system was implanted on (B)(6) 2012 at (B)(6). Pt developed pocket hematoma that needed evacuation on (B)(6) 2012 at (B)(6). Pt developed pocket infection and the system 3 leads and device were explanted/removed on (B)(6) 2012 at (B)(6). On (B)(6) 2012 lv lead via coronary sinus: st jude medical, model unk, implanted (B)(6) 2012.